Event description:
A customer contacted global technical service (gts) regarding a check lines and bags alarm that appeared on the home choice (hc) during drain 3 of 4. The hp stated that when the hc alarmed she had disconnected the heater bag from the setup. Gts informed the hp that it is never safe to disconnect a solution bag while in therapy. Gts advised the hp to start over with new supplies or use manuals to complete therapy. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding a check lines and bags (clb) alarm. The cause of the alarm was unknown. Therapy has been going well since, and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.